Event description:
A hemodialysis pt user facility has reported that during treatment a blood leak occurred. Facility reported that within the first minute of initiation of treatment, a blood leak alarm sounded. Blood was noted in dialyzer on top of dialysate arterial end. Pt was removed from machine. Estimated blood loss was approx 125 - 150ml's. No adverse effects to the pt and no medical intervention was required. Sample has not been returned to the manufacturer; sample is not available.

Manufacturer narrative:
The device eval has not yet been completed. A follow up report will be filed upon completion of the investigation.